Event description:
The user facility reported that water was leaking from their reliance synergy washer onto the floor. The water was cleaned up by user facility personnel and no injuries or procedural delays/cancellations were reported.

Manufacturer narrative:
A steris service technician inspected the washer and found that the nipple on the dryer piston valve was broke allowing water in the dryer hose and water to leak onto the floor. The technician replaced the piston drying valve and the air duct hose, ran a test cycle and returned the unit to service.